Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 84 months after the implant oversensing occurred. A revision is scheduled.

Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore, the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacturing of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed artefacts on the right ventricular channel, leading to oversensing as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.